Event description:
Complainant alleged that during the clinician's shift check of the device, the unit would not switch on. The complainant indicated that there was no pt involvement in the reported event.